Manufacturer narrative:
On 28-nov-2016, a tss conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that the rate for calibrator #1 was higher than the previous calibration of the same lot number. The customer was instructed to recalibrate which returned the control values to within the established range. The most probable cause of the reported event was due to a high rate for calibrator #1. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported troponin quality control issues with their aia-900 analyzer. The customer is unable to run troponin patient samples. A technical support specialist (tss) provided telephone support to address the reported event, which resulted in delayed reporting troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.